Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated malfunction alerts identified as alert 41 indicating an insulin absolute range error, with restarts not resolving the issue and supply change attempts failing, which prevented the user from proceeding and required device replacement; the user transitioned to insulin injections, and blood glucose was reported as not impacted. Symptoms included no adverse clinical effects. Outcomes included temporary use of alternative therapy and interruption of device use. Investigation included review of device alert history and customer interview. Investigation of this device revealed a detected absolute range error that persisted after restart. It was concluded that the cause was a device malfunction related to the insulin drive system.